Event description:
Complainant alleged that in the course of attempting to deploy the autopulse resuscitation system with a cardiac arrest patient strapped in, the unit displayed a user advisory ua 07 (discrepancy between load 1 and load 2 too large) message. Manual compressions were performed before and after autopulse deployment. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Customer indicated that during a shift check on (B)(6) 2013 the autopulse unit displayed no errors and passed each test. The autopulse platform (s/n (B)(4)) was returned for evaluation. The platform was manufactured on 08aug2010. A review for similar complaints shows that there have been no previous complaints for ap platform (s/n (B)(4)). Functional testing was performed and the reported user advisory 7 fault (discrepancy between load 1 and load 2 too large) was reproduced during power up of the platform. A review of the archive also showed that the platform experienced numerous ua 7 faults, including on the reported event date of (B)(6) 2013. Possible causes for a ua 7 fault include defective load cell(s) and/or patient movement during operation of the platform. Inspection of the device identified that one of the load cells was not functioning and was the cause of the observed ua 7 faults. Upon replacement of the defective load cell, the device passed all testing criteria.